Manufacturer narrative:
The insulin pump had no button response due to open connector on the lcd board. The rewind anomaly could not be verified due to the keypad anomaly. The device also had a cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would rewind after several attempts and would sometimes make a clicking sound. The customer was advised of possible bolus active during rewind attempt. The customer was instructed to rewind; she stated that it hesitated and then began to rewind. She explained she does not have issues with the bolus or menu options but only with the rewind. Blood glucose value was 284 mg/dl. The device was replaced and returned for analysis.